Event description:
The distributor reports on behalf of the surgeon that the nl850-4114 pudenz valve, with anti-siphon device, with integral connectors, high pressure ventricular-peritoneal shunt was defective. Additional info was requested to verify possible malfunction of device. In a letter from the neurosurgical resident explaining the incident, he states that "the ventricular catheter and peritoneal catheters were fine. After the pudenz valve was attached there was no csf (cerebral spinal fluid) out flow through the peritoneal end. After disassembly, the valve was tested and we found that water could not get into the valve."

Manufacturer narrative:
The reported device is expected for return. A investigation has been initiated based on the reported incident.